Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Quest medical, inc. Defers to the pt's physician regarding medical history.

Event description:
The hospital reported that their picu experienced an issue with the q2 split septum connector. The nurse reported that the connector had broken and that she found the tubing in the pt's bed. The purple connector port had detached and was stuck to the infusate-end of the IV tubing. The infusate was dopamine. The nurse reported there was no impact to the pt and no pt complications as a result of the alleged event. It was reported that a portion of the device was returned to the MFR for analysis.